Event description:
It was reported that the customer had two cartridges that were leaking from the o-ring. There was no adverse impact to the customer's blood glucose level. Customer was able to change out the cartridge each time and resume insulin therapy successfully.